Manufacturer narrative:
Suspect medical device - lot #, other, corrected data: a search of internal databases found additional product information which was not included in the initial MDR. Device manufacture date (mo/day/yr), corrected data: a search of internal databases found additional product information which was not included in the initial MDR.

Event description:
On (B)(6) 2013, it was found that the physician's handheld was not able to interrogate the patient's device. When the representative used his handheld to interrogate the patient, he was able to do so successfully, so no patients were affected by the issue. It was observed that the physician's serial cable was frayed and some wires were exposed. It was unknown how the device got to this condition. The serial cable was returned on (B)(6) 2013 and is pending product analysis. No additional information has been provided.

Event description:
Product analysis was performed on the returned serial cable. During testing it was identified that the serial cable was unable to establish communication using a known good wand and handheld. The cause for the communication difficulties is associated with 4 broken wire connections on the axim connector plug pcb. Once the wires were soldered back onto the dell axim connector plug pcb, the serial cable was able to establish communication between the hhd and wand. Visual analysis also identified that the serial cable was pulled out of the axim connector plug assembly strain relief. The cause for the identified anomalies is associated with mishandling of the device.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. Device available for evaluation, corrected data: device returned on (B)(4) 2013; however, this information was excluded in initial MDR.